Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 29, a failure occurred upon insertion. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 29, a failure occurred upon insertion. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.